Event description:
It was reported that the customer was taken to the emergency room by the paramedics due to low blood glucose of 23mg/dl. Troubleshooting was performed. It as stated that the customer used bolus wizard for 132 carbohydrates and delivered 11.2 units bolus. The caller stated that the customer did not absorb the carbohydrates as fast as his body was absorbing the insulin, which is what caused his low blood glucose. Days later, the customer called back and stated that the insulin pump alarmed low reservoir and had problems removing the tape from the site. Assisted the customer to put his insulin pump in suspend mode while changing the infusion set. Then the customer stated that his blood glucose was stable. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.